Event description:
N/a

Manufacturer narrative:
The in-house getinge trained biomed reported that they repaired the power cord and completed the system checkout.

Event description:
It was reported that during a service, the cardiosave intra-aortic balloon pump (iabp) ac cord ground pin was open to the iabp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.